Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rails and faded serial number label. The test infusion set and reservoir does not lock in place due to reservoir compartment damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 127 mg/dl at the time of the incident. The customer states the top part of where the reservoir lip ring fell off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.